Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, three openings curved on the anterior and radius, and crease fold. A microscopic analysis was performed which identified: four striated openings and wear abrasion. Based on the device analysis the final assessment is: four striated openings on the anterior and radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.